Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve. After a successful valve deployment, the patient experienced hypotension and a cardiac tamponade was noted therefore, a pericardiocentesis was performed. Furthermore, hours after the operation in the ICU, the patient experienced hypotension again and per medical opinion, it was due to bleeding which probably came from the ventricle. It was decided to perform a surgery and stitch the ventricle to stop the bleeding. The patient hemodynamics was stable post-procedure. As per medical opinion, the root cause of the insertion difficulty was the peripheral anatomy tortuosity, and the root cause of the cardiac tamponade was the guide wire manipulation.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device remains implanted.